Manufacturer narrative:
The suspect instruments were returned to the manufacturer on 10/16/2014. The frontal 45 degree suction was found to be bent. When attached to a system the ent software application shows red status and says "failed verification". The tool failed verification with an error of 2.4mm. The ent registration probe was also returned, but found to be fully functional. The registration probe passed verification and navigated normally during testing.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 09/12/2014 a medtronic representative, following-up at the site, made recommendations for instruction to the doctor on proper use of tracer vs. Pointmerge registration techniques. 09/15/2014 a medtronic representative performed a navigation system check-out, reported hardware: passed; software: passed and instruments: instruments were being manipulated to verify and were found to be bent. No parts have been returned to manufacturer for analysis.

Event description:
A site biomed representative reported a concern that a surgeon deemed the navigation system became approximately 3mm inaccurate when instruments are being moved deeper into the patient anatomy. It was noted that superficially and immediately after registration, the navigation system was accurate. No further details of this general concern were reported. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the issue was unrelated to an issue with the software. The instruments used by the site were bent. This resulted in difficulty during verification and inaccuracy farther from the field generator. The software functioned as designed. The most likely cause of the bent instruments was operator technique.